Event description:
It was reported that the drill attachment overheated during testing. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device has reached the manufacturing site for investigation. Investigation is on going. A follow-up report will be filed once the investigation is complete.